Event description:
It was reported that removal difficulty occurred. The target lesion was located in the internal carotid arteries. A carotid wallstent self-expanding stent and a filterwire were selected for use. After stent implantation, there was resistance in removing the stent delivery system from the patient. The delivery system was pulled out slowly and the delivery system and the filterwire were removed separately from the patient. There were no issues noted with the filterwire. The procedure was completed successfully. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 07/01/2025 as the exact event date was not reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.